Event description:
Information was received from an hcp via manufacturer representative regarding a patient who was implanted with an implantable neuro stimulator (ins) for fecal incontinence. It was reported that the lead had migrated or dislodged. The lead migrated deeper. It was not caught on x-ray from the physicians prior to the lead placement. The patient had said they stopped having efficacy about 2 months after the lead placement and only could get some success with program 4 with increased amps then when first placed. The physician thought it was due to the advancement of the patients disease state. This issue was resolved by device removal. The lead was fully intact when removed. It was planned to place a new lead.

Manufacturer narrative:
D10: other medical products in use during the event include: brand name: surescan, product ID: 978b128 (lot: va2qm0r), product type: 0200-lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.